Event description:
It was reported when the patient presented in a hospital for a generator replacement procedure. Upon interrogation prior to the procedure, premature battery depletion was noted on the device. The patient was scheduled for a device replacement procedure without knowledge of battery depletion. On (B)(6) 2017, the device was showing 3 years of battery longevity. The device was explanted and replaced. There was no consequence to the patient.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.